Event description:
Reporter stated that pt obtained a blood glucose result of - 450 mg/dl, while using the suspect device. Pt reportedly retested blood glucose, 15 minutes later, and obtained a result of- 480 mg/dl. Based on these values, pt phoned emergency medical services for assistance. Upon paramedics' arrival , 5 - 8 minutes later, pt's blood glucose reportedly measured 55 mg/dl (on paramedics' blood glucose monitor). Reporter stated that pt was given orange juice, and 10 - 15 minutes later, paramedics reportedly retested pt's blood glucose (using their device) and obtained a result of 58 mg/dl. Reporter indicated that pt was then given intravenous fluids (contents not provided), by paramedics, after which his blood glucose measured 66 06 67 mg/dl (on paramedics' blood glucose monitor). Pt was not transported to the hospital for additional treatment. Quality control testing had not been performed on the system. At the time of the report, pt was testing with expired strips. Technical support requested the return of the suspect product and replacement product was shipped.